Event description:
Per the clinic, the patient experienced poor performance with the device resulting in the decision to permanently discontinue use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.